Event description:
The customer reported to customer service that the housing on her transformer has fallen apart and some pieces are missing, which is a safety risk.

Manufacturer narrative:
A replacement transformer was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as the cause of the event. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damge is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping package strength has also been increased to further protect the transformers during shipping. Should additional info or the original product be received, resulting in new, changed, or correct info, a follow up report will be field at that time.